Event description:
The customer reported that approximately three weeks post angiography procedure, a pt presented with a possible infection. The pt had received vasoseal vhd following the procedure. The pt had possible cellulitis and tested positive for staph infection. The patient was to be treated with IV antibiotics and observed. No further complications were reported.